Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1711219, medical device expiration date: 10/31/2022, device manufacture date: 11/16/2017. Medical device lot #: 1802211, medical device expiration date: 01/31/2023, device manufacture date: 02/08/2018. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lock syringe had "liquid came between the plunger and the syringe.¿ there was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacturer: yes.

Event description:
It was reported that the bd plastipak¿ luer-lock syringe had "liquid came between the plunger and the syringe.¿ there was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd plastipak¿ luer-lock syringe had "liquid came between the plunger and the syringe.¿ there was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two used samples, one from lot number 1711219 and one from lot number 1802211, were received for evaluation by our quality engineer. Upon visual inspection of the samples, leakage was observed between the stopper ribs of both samples. No further damages or molding defects were observed in either sample. As the syringes are single use only, leakage testing could not be performed on the returned samples, since the results would not be reliable. Ten retained samples of each lot number were obtained from the manufacturing facility for inspection and testing. All twenty retained samples performed according to procedure during the leakage test and no damages were observed. Based on the investigation results, a cause for the leakage between the stopper ribs could not be determined. DHR of lots 1711219 and 1802211 has been reviewed not finding any annotation or deviation regarding the alleged defect. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. This issue is not related to a manufacturing defect. Since no incidence has been found in DHR review, no defect found in used samples received and retained samples evaluated meet iso7886 annex d, a definitive root cause cannot be determined. Since no manufacturing defect has been found, corrective action is not taken.